Event description:
Pt reported the infusion device delivered too low of an amount of insulin. Pt stated he changed to the backup infusion device and his blood glucose level is in normal range. Pt's normal blood glucose range was not provided. Pt reported on (B)(6) 2012, that he has had elevated blood glucose levels for the past 4 days and thinks the infusion device does not deliver insulin correctly. Pt did not provide any blood glucose results. Pt's normal blood glucose range was not provided. Pt stated the infusion device did not trigger any alerts or occlusion errors. Pt is currently using his backup infusion device to see if his blood glucose level improved and called to report that his blood glucose level got under control while using the backup infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.